Event description:
It was reported there was no or nearly no fluid inside the vial and the lens was dry. The haptics did not unfold within the eye. The incision was enlarged to remove the lens.

Manufacturer narrative:
The lens and lens vial were returned. The lens was in a dried condition and positioned correctly in the lens vial. The lens was not damaged. Visual inspection found dried solution and crystal-like particulates visible in the threads of the cap and vial. The vial cap septum is damaged. A functional test was performed by filling the vial with water. Fluid does leak from around the cap. Functional testing could not be performed due to the dried condition of the received the lens.

Manufacturer narrative:
The lens was not returned to b & l for eval. Therefore, product eval could not be conducted. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the info currently available, the most likely root cause of the event is related to a leaking lens vial. The type of lens vial associated with this report has been discontinued and a new (redesigned) vial was implemented.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.